Event description:
A year ago patient who presents with acute left femoral neck fracture. The patient was walking her dog when she lost her balance and fell, hitting her hip. Has not been able to ambulate since the incident. Denies any other injuries except for skin tears to left arm. No numbness, tingling or weakness. Takes daily asa. Takes chronic pain medication for back injury. Patient is a "light" smoker. Pre-op dx: left displaced femoral neck fracture. Post op dx: left displaced femoral neck fracture. Procedure performed: closed reduction and percutaneous screw fixation of left femoral neck fracture. Last month, patient presents with a primary complaint of left groin pain. She had open percutaneous reduction and screw fixation. It failed late, complete collapse with varus non-union of the left femoral neck and now severe pain. Here today for pre op visit for left tha. X-ray: plain films show collapse and varus of the left femoral neck with screw penetration through the femoral head and now acetabular erosion from the screws. Approximately 2 weeks ago: pre-op dx: left hip secondary arthrosis status post (s/p) orif femoral neck fracture with non-union and collapse with hardware failure. Post op dx: left hip secondary arthrosis s/p orif femoral neck fracture with non-union and collapse with hardware failure. Procedure performed: conversion of previous left hip surgery to total left hip arthroplasty including complex hardware removal and complex femoral and acetabular reconstructions with bone graft. Procedure: ...attention was now turned to hardware removal; all the screws were stripped so removal was difficult. With combined grip and a screw driver we were able to remove all the screws and washers, a broken screw fragment was retrieved later after femoral neck osteotomy. In room x-rays confirmed good reduction and alignment with no fractures. Findings: able to get good stable stem fixation and stable hip arthroplasty, able to restore leg lengths.